Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of experiencing progressive swelling at the scs ipg incision site since implant and, had been feeling feverish. The physician ordered labs and a CT scan. Follow up information identified the patient had a hematoma. The hematoma was reportedly aspirated. Additional follow up identified the patient's scs ipg site had improved and patient was feeling better.